Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert was received for out of range impedance. An insulation anomaly was observed during the revision. The insulation appeared to be cut with something sharp. The lead was explanted and will not be returned.